Event description:
The patient and medical team were unable to set up onetouch ultra2 glucose monitoring device to monitor for hyperglycemia / hypoglycemia. The lifescan, inc technical support does not work on weekends and after hours. Whereas diabetes does not go away on weekends. Multiple tests during the day.